Event description:
It was reported that noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Loss of capture and dislodgement were observed on the left ventricular (lv) lead. During device replacement for normal battery depletion, the lv lead was capped and replaced to resolve the event. Insulation damage was observed on the ra lead during an unrelated procedure. The ra lead was repaired intraoperatively in order to resolve the event. The patient was stable and there were no adverse consequences.